Manufacturer narrative:
No device is expected to be returned. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during an abdominal paracentesis the needle of the device could not be withdrawn from the catheter. The device was replaced and the procedure was successfully completed. No injury to the patient was reported.

Manufacturer narrative:
The device did not return for evaluation. The complaint is unconfirmed. The root cause is unknown. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.